Manufacturer narrative:
Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08705 inches. The customer's weight information with the initial report was incorrect. The correct information has been included with this report.

Event description:
Weight has been changed to (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 70 mg/dl at the time of the incident. The customer was at 108 mg/dl at the time of the call. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer kept getting low blood glucose alerts. The customer believes the insulin pump is over delivering as they were dropping low. Troubleshooting was completed but the issue was not resolved. The insulin pump will be returned for analysis.